Event description:
Reporter alleged the test strip vial lot number and "use by" date were rubbed off which is used with the blood glucose monitoring device. Reporter stated calling originally due to a device code and error; however no treatment was received as a result of the alleged incident. Reporter indicated the test strips in the alleged incident were expired. A request was made for the return of the suspect device and replacement product was sent.